Manufacturer narrative:
No unresponsive button was noted. All of the buttons functioned properly. The insulin pump had moisture damage on the keypad traces. The insulin pump had a cracked belt clip slot, minor scratches on the display window, cracked case at the display window corner and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the act button was hard to press on the insulin pump. The customer stated, they could not hear the button click like normal. It was found there was no spring in the customer's act button. Customer stated, the other buttons on their insulin pump was functional. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.